Event description:
It was reported that the system 9800 was unable to store cine runs. Sequence numbers for runs was out of order. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The cine bridge assembly was determined to be defective and was replaced. Software was reloaded. The system was tested and found to be working as intended and placed back into service.